Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated and the following defects were found: connector cover insulation was under threshold, light guide rod lens was cracked, connector cover was scratched, bending section glue was separated, bending tube was shorten, scope cover was scratched, switch 1 had wear and tear, plug unit had damaged housing, scope connector cover had wear and tear, and the angulation was under specification. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. A review of the customer's reprocessing checklist confirmed insufficient reprocessing due to deviations from the instructions for use (IFU). Additionally, growth of microorganisms was found through culture testing by the user; however, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization process stating that pre-cleaning is performed by aspirating water through the instrument/suction channel. The air/water channel is also flushed. The detergent used is anios clean (non-olympus). The instrument/suction channel, instrument channel ports, and the distal end/areas around the forceps elevator, are manually cleaned using a cta d3798 brush and anios clean detergent. The automated endoscopic reprocessor (aer) used is a soluscope 4 (non-olympus), using soluscope cln detergent, and soluscope paa disinfectant. Olympus is the maintenance company. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological analysis report indicated the channels of the scope were cultured. One (1) colony forming unit (cfu) of coagulase-negative staphylococci were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. The air/water channel tested positive for 100 colony forming units (cfu) of pseudomonas aeruginosa, and the suction channel tested positive for greater than 200 cfu of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.